Event description:
A malfunction was reported by a customer through an international distributor, dinno santé, in france on november 25, 2025. The details did not provide a blood glucose value, and there was no information indicating an adverse impact on the customer's blood glucose level. The customer informed that they would not return the pump, so no further action was taken, and the complaint was closed.